Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
The customer reported that a distal locking screw backed out of the 9 holes volar smartlock dr plate (narr) 5h. Revision surgery.